Event description:
During baxter's eval of a spectrum pump, there was no alarm when the set was misloaded or not loaded. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false detection of a loaded set, which was reproduced during the eval. Eval found that when a set was unloaded from guide points 3 and 4, the device indicated that the tubing was still loaded. This was caused by a failed downstream sensor. The failed downstream sensor was replaced.